Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (multiple (number unspecified)) and abdominal adhesions (due to cesarean sections). Concurrent conditions included overweight. In 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal distension ("swelling of abdomen"), gastrointestinal disorder ("intestinal symptoms") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (uterine tubes removed laparoscopically). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, abdominal distension, allergy to metals, gastrointestinal disorder and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, gastrointestinal disorder and pelvic pain to be related to essure. The reporter commented: according to the removal questionnaire form: medical history and concurrent condition were not available, lot number was not available, and the patient's outcome was unknown. The patient suspects essure has caused the symptoms and the uterine tubes and coils removed due to patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Pathology test - on (B)(6) 2019: no macroscopic deviations in coils, normally in situ. Most recent follow-up information incorporated above includes: on 24-apr-2019: report received from valvira. Events abdominal pain and nickel allergy added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. In 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), gastrointestinal disorder ("intestinal symptoms"), abdominal distension ("swelling of abdomen") and alopecia ("hair loss"). The patient was treated with surgery (fallobian tubes removal lap). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, gastrointestinal disorder, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, gastrointestinal disorder and pelvic pain to be unrelated to essure. The reporter commented: according to the removal questionnaire form: medical history and concurrent condition were not available, lot number was not available, and the patient's outcome was unknown. The reporter informed that essure did not cause or contribute the occurrence of events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Amendment: the report was amended on (B)(6) 2019 for the following reason: it was clarified that the reporter had already informed in the removal questionnaire form: medical history and concurrent condition were not available, lot number was not available, and the patient's outcome was unknown. The reporter informed that essure did not cause or contribute the occurrence of events. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. In 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), gastrointestinal disorder ("intestinal symptoms"), abdominal distension ("swelling of abdomen") and alopecia ("hair loss"). The patient was treated with surgery (fallopian tubes removal lap). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, gastrointestinal disorder, abdominal distension and alopecia outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, back pain, gastrointestinal disorder and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.